Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that out of the box; the wire on the inside of the jaw of the vasoview hemopro 2 was visible and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire appeared physically damaged and was bent and twisted away from the hot jaw. While we were unable to conclusively determine the root cause, this problem is consistent with an improper handling of the tool. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).